Event description:
It was reported that the device was explanted after implant duration of zero days, due to unsuccessful ring repair.

Event description:
It was reported that a hole developed in the area of the seal when the user attempted to make a heat seal between the two chambers of the freezing bag.

Manufacturer narrative:
Neither the involved device nor the device lot number were provided by the user, so a direct investigation and manufacturing lot history could not be conducted. From the description provided, this report appears similar to a previous report from this user facility (9617787-2009-00009). The conclusion was that a sub-optimal rf sealer the user employed to make seals resulted in an increased frequency of imperfect seals. A sealer with more compatible performance characteristics and physical head structure has been provided to the user. Unless substantially significant information becomes available, this constitutes a final report.